Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized. The cause for hospitalization was not provided. In addition, customer stated that they experienced an elevated blood glucose level of 512 mg/dl. Customer declined to provide additional information, and declined troubleshooting with tandem technical support.